Event description:
It was reported that a cartridge alarm 31 occurred during pumping. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl. The customer received assistance to load a new cartridge properly, successfully resumed insulin therapy, and the issue was resolved.